Manufacturer narrative:
Please review attached for investigation results. (B)(4).

Event description:
It was reported that a patient felt pain due to a fractured plate placed on right middle femur therefore a revision surgery of the right leg was performed.

Event description:
During revision the surgeon removed the broken plate from the patient, and performed intramedullary nail internal fixation. Now the patient is in stable condition.